Event description:
It was reported that the patient's tubing became disconnected during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables. After the disconnection, the patient reconnected the tubing, which led to peritonitis. The patient was not hospitalized for the event and treatment was not reported. The patient was recovering from this peritonitis event and dianeal therapy was ongoing. Eight days prior to receipt of this report, patient experienced a recurrent peritonitis. The patient was not hospitalized and the cause of the recurrent peritonitis was unknown. The patient was treated with cefazolin, intraperitoneal (ip) 1 gram daily. Treatment was ongoing at the time of this report and the patient was recovering. The patient was retrained on pd therapy. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Date of event: the patient experienced peritonitis on an unspecified date in (B)(6) 2013. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).